Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the drain 1/4. The tsr instructed the customer to push and turn the spike in the supply bag. No patient injury or medical intervention was indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.